Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, it was noted that the patient had increased oozing and a hematoma from the right chest insertion and packed red blood cells (prbc's) were given. Surgery team was notified. Plan of care to address bleeding with sandbag, blood products and holding heparin infusion. Additionally, impella on echocardiogram showed 4.3 and tilted towards the mitral valve, which caused suction when centravl venous pressure is <7. This also causes the left ventricle signal to be damped. Placement signal was also approximately 15mmhg less than left radial art line. It was also noted that there were purge pressure low alarms, which they identified a leak within the purge cassette. The patient's outcome is unknown.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Product was not returned for investigation. Data log review confirmed the reported trends seen in the placement signal during a suction event, however, optical signal metrics were stable suggesting the sensor was performing to specification. For these reasons, the root cause of the optical signal issue could not be determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-27618. D10 concomitant medical products and therapy dates.

Manufacturer narrative:
Additional information provided in h6 and h10. Access site bleed: product was not returned for investigation and data logs are not relevant to the issue. Since limited clinical detail was provided regarding the complication and product was not returned for investigation, the root cause of the access site bleed could not be determined. Low pump flow: data logs were reviewed and suction alarms and low pump flows were confirmed throughout the entire day. There were no positioning alarms to confirm malposition. There was an instance early in the day where the motor current modulation dropped, dampening the lvp, and was followed by a suction event which aligns with the report. Product was not returned for investigation. Since it's unclear from clinical details if the pump was repositioned or not, data logs showed intermittent low flows and suction alarms throughout the entire day, and product wasn't returned, the root cause of the low flows could not be determined.